Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/30/2015 with the following findings: no alarms related to the complaint were observed in the device's black box. The pump was paired with a continuous glucose monitor and no issue was observed. The pump was displaying the expected blood glucose readings. The alleged issue could not be duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that multiple sensors were not meeting the expected lifetime with their pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.